Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 she received an error message on her receiver. This was the second time this problem occured with this receiver. Dexcom has issued an rga for patient to return her device to be investigated.

Manufacturer narrative:
(B)(4). The returned complaint device was visually inspected and no defect was found. A review of the receiver data log confirmed a hardware error code. The root cause was determined to be a hardware component failure.